Event description:
It was reported that the ilet insulin pump displayed dosing stopped after the dexcom g7 failed to pair and the sensor subsequently failed, leading the user to enter a blood glucose value of 379 mg/dl to resume bg run mode and to replace the sensor per guidance. Symptoms included no reported clinical symptoms. Outcomes included hyperglycemia requiring use of fingerstick measurement and temporary suspension of automated dosing. Investigation included troubleshooting and education, including checking notifications and alarm history, directing a bgm entry to resume therapy, and advising sensor replacement and contact with the cgm manufacturer. Investigation of this case revealed cgm pairing failure and sensor failure that resulted in loss of cgm data and interruption of automated dosing. It was concluded that the event was related to cgm sensor and pairing failures, with the ilet responding by suspending dosing until a valid glucose source was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.